Manufacturer narrative:
(B)(4)

Event description:
A customer complained of a questionable inr result for 1 patient tested on a coaguchek xs plus meter, serial number (B)(4), compared to a laboratory. A customer received a result of 4.7 inr on a meter. The patient then obtained a laboratory result of 3.6 inr within 7 hours. The laboratory method was dade innovin. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The customer could not recall if the the check mark appeared next to the "qc" before the patient result was obtained. The patient's finger was wiped with alcohol and allowed to dry prior to testing. The sample was from a direct fingerstick and was applied within 15 seconds. There was no treatment provided based on the meter results. The patient's therapeutic range is believed to be 2.0 - 3.0. This was determined by the patient's physician analysis of the results reported by the meter. The customer would not provide any further information or details about the patient. The meter and test strips were requested for investigation. Replacement product was sent for investigation. Relevant retention test strips (lot 266837-12) were tested in comparison with the master lot coaguchek xs patient. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. During review of the meter memory, the alleged patient result of 4.7 inr from (B)(6) 2018 was not found. There was no information provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.5 inr. Donor 1 hct: 48%, donor 2 hct: 48%. Donor 1: retention meter with masterlot strips: 2.2 inr. Donor 1: customer meter with customer strips: 2.0 inr. Donor 2: retention meter with masterlot strips: 2.5 inr. Donor 2: customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.